Event description:
Procedure type: lower anterior resection. According to the reporter: the device would not fire across colon. No bleeding in excess of 250cc was reported. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).